Event description:
The hcp reported that, on refill, there was a larger residual than expected x3. The "pump eventually stopped." The pt is scheduled for a pump replacement.

Event description:
Additional info from the hcp reports the pt requested the pump be explanted. The pump and catheter were explanted in 2005 and not replaced.